Event description:
Boston scientific crm received information that during a follow-up visit, a device battery status could not be obtained from this device. The clinician contacted technical services (ts) and was able to pull the battery status which indicated that the device had reached end of life (eol). The magnet rate also indicated eol. The ts consultant recommended device replacement as soon as possible. The nominal longevity for this model pacemaker was 8.1 years and the device had been implanted over sixteen years. The patient was scheduled for a replacement procedure. One day later, the patient passed away. The family of the patient believed that the patient's death was related to the pacemaker. The device was explanted.

Manufacturer narrative:
As of today, the product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.